Event description:
The pump was returned for investigation. Investigation revealed the display screen is dim. This report is made based on results of investigation completed on 10/15/2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/15/2013 with the following findings: evaluation revealed that the display was dim. Evaluation revealed that the investigators were unable to duplicate excessive battery usage. The battery compartment was intact, no cracks. Battery cap is able to fully tighten. Evidence of moisture contamination observed on battery cap. A power loss was observed. A test cap was used for all testing. The pump case was removed, no evidence of additional moisture contamination found inside pump. Investigators inspected battery terminal contacts, no evidence of intermittent contact. The keypad symbols were found to be worn. (B)(6).